Event description:
Report 4 of 4 received of underdelivery of tpn. It was reported that the pump was programmed in the continuous mode to deliver 1920 ml of 3:1 tpn over 24 hours for nutritional support of a pediatric patient. At the homecare pharmacy, the solution was prepared and primed through the tubing set to which a 1.2 micron filter had been added. At an unspecified time following the start of the infusion, the patient reportedly told their family member that the solution was not infusing. It was reported that "the patient did not receive the dose of tpn". The following day, a homecare nurse exchanged the tubing for another set and the solution was dispensed without incident. There were no reported adverse patient efects.